Event description:
It was reported by service report that the head end wheels were rubbing on the brake ring when in neutral. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake ring weld (out of adjustment).